Event description:
The affiliate reported the customer alleged an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving access 2 immunoassay system. Subsequent testing produced lower results within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event.